Manufacturer narrative:
(B)(4). Software version = 6.5v. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged no com insulin pump to mobile-unresolved found on (B)(6) 2022. Insulin pump passed the displacement test and self test. Successfully downloaded history files and traces using thump. Insulin pump successfully paired with ios and android operating system. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label fading, cracked retainer, pillowing keypad overlay and cracked select button keypad overlay. Insulin pump passed required testing and paired successfully with the ios and android operating system. No com insulin pump to mobile-unresolved was not confirmed. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump and minimed mobile app could not be connected. This is an ongoing problem from two months. Case has been escalated but not resolved. No harm requiring medical intervention was reported. The device was returned for analysis.